Event description:
The customer alleged that when they would set the ventilator peep level to 3.5 cmh20 the peep level a short time later would read zero when the customer would set it to 3.5 mch20 again a short time later the peep reading read as high as 6 cmh20. The mallinckrodt customer support engineer (cse) inspected the device and replaced the autozero solenoids. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.